Event description:
Contact states that the doctor pulled the tube to remove the dome. The dome separated and remained in the pt. There is a contraindication to the pt being scoped. Doctor believes that the pt will pass the dome.